Event description:
It was reported that during surgery inside the patient the r3 impactor thread got deformed/damaged. There was a delay below 30 minutes and there was no injury reported. A s&n backup device was available to finished the surgery.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the threads on the device are damaged. This device exhibit signs of significant wear/ usage. This device was manufactured in 2017. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.